Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false positive sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the results were confirmed negative by molecular (pcr testing). The consumer was unable to provide further details and clarification.